Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had recently been hospitalized twice due to high blood glucose levels. Customer reported the reasons for hospitalization was diabetic ketoacidosis and dehydration. Blood glucose level at the time of admission was 594 or 596 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. The customer stated that he was already receiving a new insulin pump.